Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. Unit received with cracked case at display window corners, belt clip slot and battery tube threads. Unit received with broken reservoir tube lip. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was returned without prior authorization of troubleshooting. Analysis would be performed on insulin pump.